Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician implanted a taxus express2 8.8% unk size drug eluting stent. The physician experienced resistance removing the balloon from the stent. No pt injury or complications were reported. No additional info is available as the facility cannot identify the pt involved in this complaint.